Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's atrial lead was exhibiting low, out of range pacing impedance along with noise over-sensing resulting in inappropriate mode switching. The lead was extracted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of noise and low pacing impedance were confirmed. Final analysis found abrasion breaching the inner insulation at 20.0cm to 20.3cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. Other damages noted on the lead were sustained during procedure.